Manufacturer narrative:
This event was determined to be supplemental information and investigation findings would be covered under MFR # 2916596-2022-15770.

Event description:
It was additionally reported that mediastinitis developed during surgery to transition from an external ventricular assist device (vad) to an implantable vad. A thoracoabdominal computed tomography (CT) was performed as a follow-up after the vad was implanted. A collection of fluid was seen that was suspected to be bloody around the outflow graft. The patient had a fever, yet no significant increase in c-reactive protein or worsening of anemia was observed. A CT was performed a week later and showed an increase fluid retention and mild right ventricular displacement. A contrast-enhanced CT showed medium leakage and damage to the outflow graft was suspected. There were no symptoms observed. A thoracotomy was performed on (B)(6) 2022 and a portion of the outflow graft was confirmed to be damaged, with a 3mm sized hole. The site was closed with sutures and reinforced with hydrofit. The patient was extubated on the day of surgery and transferred to the general condition stabilized. The patient was changed to oral antibiotics and his general condition stabilized so they were discharged home on (B)(6) 2023. The patient would return for regular outpatient visits to carefully check their condition and if there is a recurrent infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outflow graft malfunctioned/malpositioned causing damage and bleeding. The graft was saturated and reinforced by hydrofit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.